Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified second right posterolateral segment (rpl) of the right coronary artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 10 atmospheres within 15 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition post procedure.